Event description:
(B)(4) is the initial importer of the device which is a walker. The device has not been returned for evaluation. The end-user has received lacerations when she bumps up against the side bolts on the outside of the cross frame on the rollator when her skin rips it takes a month for her legs to heal since a wound specialist must be engaged.